Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2018 due to hernia recurrence, adhesions and pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/25/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4, h6. H6: appropriate term / code not available (e2402) utilized to capture no device returned.